Manufacturer narrative:
The events of "granuloma" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; "prominent axillary lymph nodes"; ¿large (...) Multiple siliconomas.¿ photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side extracapsular rupture, "intracapsular rupture and focal areas of extracapsular rupture (...) In the left at 12 o¿clock and 9 o¿clock positions", "marked disruptions of the implant shell", "posterior extracapsular silicone extension along the chest wall", "multiple siliconoma in left lower inner quadrant and along left lateral chest wall", "large siliconoma in left axillary lymph nodes", "multiple siliconomas along the left internal mammary lymph nodes¿, and ¿prominent axillary lymph nodes". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side extra-capsular rupture. The device has been explanted.

Event description:
Physician reported left side extra-capsular rupture, "intracapsular rupture and focal areas of extracapsular rupture (...) In the left at 12 o¿clock and 9 o¿clock positions", "marked disruptions of the implant shell", "posterior extracapsular silicone extension along the chest wall", "multiple siliconoma in left lower inner quadrant and along left lateral chest wall", "large siliconoma in left axillary lymph nodes", "multiple siliconomas along the left internal mammary lymph nodes¿, and ¿prominent axillary lymph nodes". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture/silicone migration: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.